Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events (ventricular fibrillation, right heart failure, renal dysfunction), as well as a direct correlation to heartmate 3, left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The submitted controller and lvad log files contained no abnormal events. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. Multiple attempts to gather additional information were attempted; however, none was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 02apr2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ lists multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists arrhythmia as a potential post implant complication. This section also provides information regarding anticoagulation, including the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found with continuous ventricular fibrillation/torsades de pointes but the patient was asymptomatic with normal left ventricular assist device (lvad) function. The patient was treated with amiodarone and magnesium, cardioverted with external shock to sinus rhythm. Echocardiogram showed severe right ventricle dilation and hypokinesis, the patient was on liver shock and acute kidney injury on chronic kidney disease. The patient was started on milrinone and diuresis. Echocardiogram (echo)ramp showed left intraventricular septum bulging to the left ventricle. There was a significant speed drop.